Event description:
It was reported the patient¿s ipg had an increased recharge burden at an unknown exact date. Approximately a few months ago the ipg became inoperable. A manufacturer representative confirmed the issue. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2022. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. The patient's weight remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.